Event description:
Caller states the pt tested 73mg/dl on the inform sys and 51mg/dl on a lab draw within 10 mins. Pt was fed based on lab result. No adverse event reported. Requested return of suspect sys and replacement was sent.